Event description:
It was reported that the device exhibited noise. The physician elected to leave device implanted.

Event description:
New information notes the atrial lead continues to have noise events. The lead was subsequently explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. The lead insulation was abraded at 1.7 cm to 2.1 cm from the proximal end. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise. Surface abrasions were also noted on the other lead portions.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.